Event description:
It was reported to philips that the system did not start up.the device was outside clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start. The rse reviewed the log file and found that the system started at around 2.53 p.m. The philips field service engineer (fse) inspected the system onsite and found that when starting up, the system stopped with a black monitor and philips logo. The fse installed the ghost image and did functional tests. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.